Manufacturer narrative:
Implant and explant dates: were transposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown- nail/unknown lot number. Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review could not be conducted due the insufficient information¿s. No further investigation possible as there was no material available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a procedure: exchange of pfna was conducted. In (B)(6) 2013, a pfna was inserted for a proximal femoral fracture. The fracture was a long spiral and therefore circulate wires were also placed around the proximal femur. The patient failed to unite resulting in a non-union. The nail in place broke after approximately 2.5 years. Product specialist discussed this case with the surgeon at length and he was of the opinion that the failure was due to the non-union rather than an issue with the nail and the nail actually proved to be quite durable given that it lasted so long before breakage. The product is a pfna 125 degrees, 12 diameter 380 length. The nail was removed using the synthes nail removal set. It was replaced with an afn 14mm diameter by 400mm. This report is 1 of 4 for (B)(4).